Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the power plug was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The user facility biomedical technician reported that the power plug was replaced which resolved the issue. The machine has been returned to service without recurrence of the issue.

Manufacturer narrative:
(B)(4) the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility's biomedical engineer reported that a 2008k hemodialysis (hd) machine's power plug caught on fire causing the power plug and the wall ground fault circuit interrupter (gcfi) to burn. There was no patient connected to the machine at the time of the incident. The incident occurred during the rinse cycle. The wall gfci was replaced with a 20 amp outlet. The user facility provided follow-up information which revealed that the power plug was replaced with a spare component that was a non-fresenius manufactured product. No further information has been made available related to this event. It is not currently known if the unit has been returned to service at the user facility or if the power plug is available to be returned to the manufacturer for evaluation.